Manufacturer narrative:
(B)(4). Date sent: 1/26/2026. B3: event year only reported: 2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event description states "it didn't stop delivering power intermittently" please clarify did the har1136 activate on its own without any assistance or pressing down the physical activation button? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during liver cyst deroofing procedure that the generator and harmonic device was activated but there was no tone change and it didn't stop delivering power intermittently. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2026. Additional information was requested and the following was obtained: ¿ please provide the country where the event occurred - USA. ¿ did the har1136 activate on its own without any assistance or pressing down the physical activation button? - no it only fired when activated, but during several activations there was no decrease in energy activation or tone change. An analysis of the product could not be performed since a physical sample was not received for evaluation. Corrected data: b1, d9, h1, h6. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.